Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a ventilator was omitting smoke and the bacteria filter was black on both sides. There was no patient harm or injury reported. The device was evaluated by the durable medical equipment company and no smoke was observed to be coming from the device. The device operated and alarmed as designed.